Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty for vcf of 2 levels. It was reported that the e balloon broke off inside the vertebral body and could not be retrieved. At the time it broke off, it was deflated because the balloon had popped. Red fluid came back into the inflation syringe. Physician mentioned that the level was sclerotic and he had a hard time drilling through it as a result. He had to mallet to drill further because the balloon would not extend as far as he wanted. Once inside the vertebral body, the balloon popped while it was deflated. Red fluid filled the chamber on the inflation syringe. When he tried to remove the balloon from the canula, it would not come out. He pulled harder and he pulled out the majority of the piece of the balloon, but when we looked at the x-ray images, we realized that the balloon itself was still inside the patient's vertebral body. The other side was equally hard to remove, so physician removed the entire canula simultaneously with the balloon, and that allowed him to remove both the canula and the balloon. Physician made the decision to open an additional kit and remix cement. He inflated that balloon in the level as normal, and proceeded to fill the level with cement. It filled as normal. However; it could still see the distal and proximal markers indicating that the balloon from earlier was still inside the vertebral body.

Manufacturer narrative:
Additional information: radiographic image review result : medical advisor interpretation lateral xray / intra op for two images 2 level kyphoplasty procedure radio opaque markers constant with a balloon are present in the superior level. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative that it was unable to retrieve product from the hospital.